Manufacturer narrative:
This report is submitted on 11 may 2020.

Event description:
Per the clinic, the patient experienced a wound infection at implant site and subsequently was treated with oral antibiotics. The issue could not be resolved resulting in explant of the device on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device.